Event description:
It was reported when this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise and oversensing while programmed to secondary vector. The patient was brushing their teeth at the time the shock was delivered as was hospitalized as a result. Troubleshooting was performed in which there were small amplitudes in all three configurations. Screening was performed in several positions with no positive outcome. A request was made for disk analysis. The plan is to downgrade to a transvenous device in the next three days due to inadequate screening results. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported the system was explanted. The system is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported when this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise and oversensing while programmed to secondary vector. The patient was brushing their teeth at the time the shock was delivered as was hospitalized as a result. Troubleshooting was performed in which there were small amplitudes in all three configurations. Screening was performed in several positions with no positive outcome. A request was made for disk analysis. The plan is to downgrade to a transvenous device in the next three days due to inadequate screening results. At this time, the system remains in service. No additional adverse patient effects were reported.